Manufacturer narrative:
Per the t:slim x2 user guide: always remove all air bubbles before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (400-565 mg/dl) with a trace of ketones. The infusion set and cartridge were changed. Boluses via the pump and insulin injections were used to address the bg level. The customer did not know the cause of the high bg. During troubleshooting with tandem customer technical support (cts), the customer reported not to have removed the air from the cartridge during the loading process; however, no air bubbles were observed in the tubing. The customer did state that due to poor eyesight, the bubbles may not be able to be detected. A pump system check was performed and an empty cartridge message appeared. The customer did not believe that the cartridge was empty as it was just filled earlier in the day. The pump history showed a "low insulin alert 17" that was declared at the time of the empty cartridge message had appeared. Cts assisted the customer with loading a new cartridge and insulin delivery was resumed. Upon follow-up, the customer's bg level decreased to 279 mg/dl and the next day, the bg level was "great". The customer had no further issues.